Event description:
On (B)(6) 2011, the patient underwent treatment for an aneurysm in the descending thoracic aorta with gore tag thoracic endoprostheses. The procedure was within IFU and concluded w/o complication. On (B)(6) 2011, two additional tag devices were placed to address possible endoleak(s). Contrast flow into the sac was slowed, but an endoleak was still evident. No further complications were reported. The physician attributed the endoleak(s) to dilation and loss of seal from aneurysmal disease progression.

Manufacturer narrative:
Method - a review of the manufacturing records has been conducted. Results - the manufacturing records review verified that the lot(s) met all pre-release specifications. (B)(4).